Manufacturer narrative:
Additional information was added to b5, f2, h3, h4 and h6. B5: additionally, the bags have been "found to leak at the site where the nurses would spike the bag prior to infusing". The sets were used with 15% clinisol, 20% intralipids and 70% dextrose. F2: the user facility submitted medwatch mw5100643 for this event. H4: device manufactured between june 29, 2020 to june 30, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a leak from the spike port bonding area. Furthermore, a spike port bonding defect between the spike port tube and the spike port caused a leak based on the photo sample. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  Therefore, the cause of the condition could not be determined. The remainder of the devices were not received or evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.